Event description:
The customer contact reported that the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical department for a report that the device alarms ER 301 with audio alarm failure. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to the piezo alarm assembly. Further testing by the supplier found a cold solder joint on the transistor internal to the piezo which disabled the operation of the piezo. The cause of the cold solder joint was due to the workmanship by the supplier. This report represents all the info known by the reporter upon query by hospira personnel.